Manufacturer narrative:
The customer's observation was not replicated in-house with retention products. Retention devices were tested with in-house clinical hcg negative serum sample as well as low concentration hcg serum standards. All hcg results were negative at read time and met qc specifications. No readability issues were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. The root cause could not be determined based on the information provided.

Event description:
The customer reported a faint line x 2 when using serum on the hcg test. The same sample was sent for a quantitative analysis with a result of 3.7 miu/ml using an amino assay.